Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected: decreased ventricular cavity size, ventricular aneurysms, thin-walled ventricles due to chronic dilation, congenital heart disease, or compromised cardiac tissue quality.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance.¿ ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing the risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly after CPR with chest x-ray guidance.¿ ¿achieving an act = 250 seconds prior to removing the dilator will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing the impella rp with smartassist system catheter whenever a rise in motor current is seen.¿ zeschky, c., ahmed, h., alayyar, m., jothidasan, a., husain, m., stock, u., & smail, h. (2022). ¿long-term¿ use of impella - safe to do? The journal of heart and lung transplantation, 41(4). Https://doi.org/10.1016/j.healun.2022.01.1603

Event description:
On 2024-05-02 complaints forwarded abstract from journal heart and lung transplantation entitled: "¿long-term¿ use of impella - safe to do?" In which impella supports from 5/2017 to 5/2021 were analyzed. The complications noted during impella cp support were device migration, pump thrombosis, and general device malfunction.

Manufacturer narrative:
This supplemental report is being written to retract the initial manufacturer device report 1220648-2024-11618. It was determined that manufacturer device report 1220648-2024-11618 is a duplication. The event was captured on manufacturer device report number 1220648-2024-11449.